Event description:
It was reported that a tsb35 was used during a lung biopsy procedure. It was reported by the affiliate that the instrument cannot be opened. There was no consequence to the pt. 07/08/1998 rec'd info from affiliate. The anvil dislodged and a second device was used to complete the case.